Event description:
This case was reported by a consumer (wife of pt) and described the occurrence of anemia in a (B)(6) male pt who received super poligrip free denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. The pt was receiving no concurrent medications. On an unk date in 2009, the pt started super poligrip. At an unk time after starting super poligrip, and six months prior to reporting, the pt experienced anemia, decreased red blood cell count, decreased platelet count, copper low/absent copper, fatigue and preleukemia. This case was assessed as medically serious by gsk. The reporter stated they were told that his condition is not curable and he is scheduled to start chemotherapy and blood transfusions in two weeks from the date of this report. She reported that they will see a doctor for a second opinion today, on the date of this report. At this time, the pt was receiving no concomitant medications or treatment medications. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. The pt used super poligrip several times per day (device misuse). The reporter lodged a product complaint of his dentures do not stay in well. Wife of consumer reported that the consumer has used super poligrip free, 2.4 oz. , lot codes x10265a, v09145 (two tubes with this lot code), x09031a, x09054, x08132 (two tubes with this lot code), v10052, v10165b, v10193, x09253, hg290, x19034 (which is not an expected lot code format) and super poligrip free, .75 oz., lot code v10185. It is uncertain which events were experienced with which lot codes. The pt used a tube of super poligrip that had expired as lot hg290 had expired on (B)(6) 2003.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). While the lot numbers for this product are known, it is unk whether the product will be returned for quality assurance testing. (B)(4).